Event description:
During testing at the user facility the device alarmed with a s321 (motor error-pmc-left) malfunction alarm code. Prior to testing the device was returned to the biomedical dept with a report of channel not operational and the channel not closing. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events an no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.